Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a technician trained in the use of the starclose device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove. The safety release button was used to successfully remove the device from the patient anatomy. Hemostasis was achieved with the device. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.